Event description:
Customer reported that a patient presented with a recurrent hernia. Patient was taken to surgery for repair. Surgeon noted that the mesh tore away from the anchors. Current status of the patient is reported as fine.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The product insert states to avoid dislodging, crinkling or curling of the edges, proceed mesh should be fixed in place with a sufficient number of non-absorbable sutures, tackers, anchors or staples. It is recommended that the non-absorbable sutures, tackers, anchors or staples be placed 6.5 to 12.5mm apart and at a distance approximately 6.5mm from the edge of the mesh.